Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal edge of the pipeline was not opening and appeared trumpeted despite 3 resheathings. As a result the device was removed and the patient successfully treated with another pipeline device. The patient was undergoing surgery to treat an unruptured, saccular, 10mm right paraopthalmic aneurysm through a moderate vessel tortuosity. It was noted that the vessels had a large diameter and that the device was not positioned in a bend. Dual antiplatelet treatment was administered but thepru level was unknown. Post angiographic result showed stasis. More than 50% of the pipeline had been deployed when it failed to open. The devices were prepared as indicated per the IFU. There were no patient symptoms